Event description:
Customer states that, she obtained results of 239mg/dl and 122mg/dl on the same device within 1 minute. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.